Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge tubing separated from the cartridge when the pump fell out of the customer's pocket. A new cartridge was successfully loaded onto the pump to address the event. Additionally, it was reported that an alarm (alarm 29) occurred during the load sequence. A new cartridge was loaded resolving the alarm. Customer's blood glucose level was 237 mg/dl.